Event description:
Cna lifted resident up with lift to place in wheelchair. Lift broke when resident approx 3 ft from floor. Fell to floor on buttocks. Assessment done by licensed nurse. Bruise on buttocks. No other injury noted. Resident transfered to acute for x-ray and further examination. No fractures noted.